Event description:
During use of the device, bristles detached from the brush head, representing a device malfunction. The detached bristles became lodged in the customer's gums, causing pain and bleeding. The customer indicated that the bristles had not yet been removed and that medical assistance might be required. No serious injury has been confirmed at the time of reporting. However, if the malfunction were to recur, it could result in a serious injury.